Manufacturer narrative:
(B)(4). Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose was 91 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin exited. Customer stated that changed reservoir yesterday and receiving insulin but received multiple no delivery alarm. The device will be returned for analysis.